Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 52 months ago. Aneurysm morphology at the time of implant was not reported. The aortic neck was 25 mm in diameter and it had an angulation of 50 to 60 degrees. The stent graft was implanted directly below the renal arteries. It was reported that the aortic neck dilated to 27 mm in diameter resulting in 1.2 cm migration of the stent graft with presence of a proximal type 1 endoleak. A 32 mm diameter talent aortic cuff was implanted proximal to the aneurx bifurcated stent graft and successfully resolved the type 1 endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: migration, endoleak. Dilated and angulated aortic neck. Conclusion: dilated and angulated aortic neck.